Event description:
The customer reported that during a hysterectomy, the device was activated near a metallic grasper also in use and then an alarm was heard. A new battery was installed on the system and then a red light was observed. The device was removed from the patient and when testing for activation, a piece of the active waveguide disengaged. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.